Event description:
During an implant procedure, there was high pacing impedance and high threshold noted on the device. The lead was explanted and replaced to resolve the issue. The patient was in stable in condition.

Manufacturer narrative:
Upon analysis, the reported events of high pacing impedance and high threshold were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.